Event description:
The 14 cataract patients developed toxic anterior segment syndrome (tass) in, 2002 and, 2003 6-24 hours post-surgical procedure to remove cataracts. Tass can be caused by chemical exposure to eye tissue. Klenzyme, an enzymatic cleaner was use to clean surgical instrumentation, i.e. Cataract tray, faco handpiece and ina handpiece. The instruments were also subjected to other chemical cleaning agents and cleaning/sterilization processes. The reporting facility has concluded that it is highly unlkely that klenzyme is the cause of or contributor to tass but cannot as yet irrefutably exclude klenzyme as another potential source of the problem. They are currently investigating the water quality used at the facility. Testing of the water has revealed an elevated level of minerals that could be the cause or a contributary factor to tass.